Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. A test battery cap was used and the device had normal operating currents and no unexpected off no power, low battery alarm, or blank display noted. The device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 198 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.